Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly tortuous, (B)(6) stenosed, mid left anterior descending artery. After pre-dilatation was performed with a 2.5x20 mm non-abbott balloon catheter, the 2.5x23 mm xience xpedition stent delivery system (sds) was advanced with the support of a guideliner; however, xience xpedition sds became stuck inside the guideliner. The devices were removed from the anatomy as one unit. The xience xpedition sds was removed and flared struts were observed at the distal end of the stent implant. A new xience xpedition sds was used for further procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage and difficult to position were able to be confirmed. The difficult to remove could not be replicated in a testing environment due to the condition of the returned device. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for difficult to position/remove from the guiding catheter or stent damage from this lot. Based on the reviewed information, no product deficiency was identified.